Event description:
It was reported that the patient had high impedances on their lead. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced with two leads. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.